Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unresponsive keypad anomaly on the insulin pump. Customer was not in the water with the pump and time is continuing. At the moment of the call, everything looks perfect and is working. Caller stated that the issue happens sometimes and there are no alarms in the alarm history. There are no active alarms when they want to activate something or during a recent given bolus. Battery is a duracell alkaline battery.